Manufacturer narrative:
Received additional information that the flow sensor flapper was not stuck. Flow sensors are a customer replaceable item. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. H3 other text : received additional information that the flow sensor flapper was not stuck. Flow sensors are a customer replaceable item. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting from the flow sensor flapper membrane being stuck open. There was no report of patient involvement.